Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) reported caucasian female patient who underwent primary breast augmentation surgery with a 300cc mentor memorygel left breast implant and a 275cc mentor memorygel right breast implant experienced left sided capsular contracture baker grade unknown and right sided device migration post procedure. As a result, patient had an explantation on august 23, 2021. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, a manufacturing record evaluation was performed for the finished device 9521858 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).